Event description:
During a lap colon procedure, instrument did not function. Took new instrument, instrument is getting too hot and not able to hold it anymore. Patient is ok. Case completed with same like product. No consequences to be patient.